Event description:
It was reported that at 138,688 joules while using the surgical fiber during a prostate procedure that the fibers glass cap fractured; it was further reported that the patient's bladder was flushed and nothing remained. The procedure was completed using a second surgical fiber. There was no patient injury reported